Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that the superior arcuate had perforated through the cornea along the entire length of the arcuate in a patient's left eye during a laser assisted cataract procedure. No problem with docking or patient movement was noticed. Laser was programmed for the left eye for the arcuates, capsulotomy and lens treatment. Arcuates were programmed for one 40 degree arcuate at 113. All optical coherence tomography scans appeared normal. After the laser procedure, the surgeon noticed during refractive lens exchange in the operating room the superior arcuate had perforated through the cornea at one small location within the arcuate. It did not perforate along the entire length of the arcuate. The wound was leaking and he had to place a bandage contact lens (bcl) on the eye to help it seal. Capsulotomy and lens treatment appeared normal. Cornea was noted to be normal per-operatively. Patient was seen one day post operatively. At that visit, the bandage contact lens was removed and wound appeared sealed.

Manufacturer narrative:
According to the operators manual: contraindications for the anterior capsulotomy, phaco-fragmentation of the lens using the laser include, but are not limited to, the following: corneal disease that precludes applanation of the cornea or transmission of laser light at 1030 nm wavelength, descemetocele with impending corneal rupture, corneal opacity that would interfere with the laser beam, presence of blood or other material in the anterior chamber, hypotony, glaucoma, or the presence of a corneal implant, poorly dilating pupil, such that the iris is not peripheral to the intended diameter for the capsulotomy, conditions which would cause inadequate clearance between the intended capsulotomy depth and the endothelium (applicable to capsulotomy only), residual, recurrent, active ocular or eyelid disease, including any corneal abnormality (for example, recurrent corneal erosion, severe basement membrane disease). Additional contraindications include a history of lens or zonular instability, and any contraindications to cataract or keratoplasty surgery. This device is not intended for use in pediatric surgery. Contraindications for corneal incisions using the laser include, but are not limited to, the following: previous corneal incisions that might provide a potential space into which the gas produced by, the procedure can escape, corneal thickness requirements that are beyond the range of the system, corneal opacity that would interfere with the laser beam, hypotony, glaucoma, or the presence of a corneal implant, residual, recurrent, active ocular or eyelid disease, including any corneal abnormality (for example, recurrent corneal erosion, severe basement membrane disease). This device is not intended for use in pediatric surgery. Due to the lack of ocular and medical history on this patient, the root cause of the reported event cannot be determined conclusively. The operators manual includes a warning: surgical treatment should be halted if the oct (optical coherence tomography) image is poor or disrupted. The company service representative examined the system and was unable to find any issues with the system. The company service representative recalibrated the system as a preventative measure. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4)